Event description:
Senseonics was made aware of an event where the user complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) measurement values. No injury or medical intervention was reported.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data to data management system (dms), which is a cloud platform supporting eversense systems. Based on the review of the dms data, there were frequent gaps in glucose data with calibrations entered during this time with no glucose value to compare to. The gaps in the glucose data were due to transmitter disconnections. The user admitted that she often goes around to different rooms in her home without the phone. The user was advised to always carry phone with her to avoid disconnections. As part of troubleshooting process, the user was asked to perform a sensor re-link. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved with better agreement between bg entries and sg values. The user confirmed that the system is working fine. No further investigation was found necessary for this complaint.